Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not get complete bolus insulin delivery, stops half-way through, had unexplained no delivery alarms, customer changed out infusion set and reservoir and error still occasional continued to occur and backlight was dim, customer also states unusual grinding noises during insulin pump rewind. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.